Manufacturer narrative:
A device history record review was completed for provided material number 38833614 and lot number 4018895 and 3194102. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for this event, a thorough sample analysis could not be completed. Although an exact cause could not be identified for this incident, a corrective and preventive action plan has been initiated to further investigate this issue and prevent any reoccurrence. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The date received by manufacturer has been used for this field. An additional lot number was provided in this complaint for material number 38833614. Lot # 4018895 mnf 2024-02-23 exp 2029-01-31.

Event description:
It was reported that bd angiocath catheter ruptures. The following information was provided by the initial reporter, translated from portuguese to english: some peripheral catheters n.24 ruptured when they came into contact with the patient's skin.